Event description:
During a venagram after placing the wire, backloaded catheter on stiffening catheter. Difficulty was encountered retracting catheter. Upon removal, the distal 3 cm sheared open. Physician aborted procedure. At puncture site (neck) a piece of catheter was protruding out of patient. Physician removed piece with their finger.